Event description:
Note: this report pertains to suresound disposable device used in this procedure. See associated medwatch, manufacturer's report number 1222780-2010-00175. Following a laparoscopic tubal ligation the physician attempted a novasure endometrial ablation. After sounding with the suresound and several unsuccessful cavity integrity assessment (cia) tests with two novasure disposable devices the physician performed a hysteroscopy. A "good size" perforation was noted and the procedure was abandoned. The physician sutured the perforation site via the laparoscope and the pt was discharged home with prophylactic antibiotics. On (B)(6) 2010, the physician reported he saw the pt in his office during the week of (B)(6) 2010 and "she is doing fine". Prior to the attempted ablation dilatation was performed (non hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).